Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Patient is seeking legal action. Update: (B)(4) 2012 - plaintiff fact sheet was received. The product/lot/doi/side was updated. Update: (B)(4) 2012 - plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, implant date. Depuy still considers this investigation closed.

Event description:
Patient is seeking legal action. Doi: unknown, dor: unknown. Patients state of residence: unknown update: (B)(6) 2012 - plaintiff fact sheet was received. The product/lot/doi/side was updated. Doi: (B)(6) 2007. (Left side). Update: (B)(6) 2012 #150; plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation.